Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh implantation. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E1405 - dyspareunia. E1310 - urinary tract infection. The following imdrf impact codes capture the reportable events of: f12 - serious injury.

Event description:
It was reported to boston scientific corporation that a colpassist was implanted into the patient during an abdominal sacrocolpopexy procedure performed on (B)(6) 2020. Following the procedure, the patient has had urinary tract infections, thrush, diarrhea, sickness, abdominal pain, vaginal bleeding, constipation, vaginal discharge, rectal bleeding, dyspareunia, and anal blood blisters. Additionally, the patient has also experienced low back pain, urgency, pelvic pain, hip pain, thigh pain, groin pain, and has been affected psychologically.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh implantation. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain, e1405 - dyspareunia, e1310 - urinary tract infection. The following imdrf impact codes capture the reportable events of: f12 - serious injury.

Event description:
It was reported to boston scientific corporation that an upsylon was implanted into the patient during an abdominal sacrocolpopexy procedure performed on (B)(6) 2020. Following the procedure, the patient has had urinary tract infections, thrush, diarrhea, sickness, abdominal pain, vaginal bleeding, constipation, vaginal discharge, rectal bleeding, dyspareunia, and anal blood blisters. Additionally, the patient has also experienced low back pain, urgency, pelvic pain, hip pain, thigh pain, groin pain, and has been affected psychologically.

Manufacturer narrative:
Block h11: blocks b5 and h6 have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh implantation. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E1405 - dyspareunia. E1310 - urinary tract infection. The following imdrf impact codes capture the reportable events of: f12 - serious injury. F1202 - disability.

Event description:
It was reported to boston scientific corporation that an upsylon was implanted into the patient during an abdominal sacrocolpopexy procedure performed on (B)(6) 2020. Following the procedure, the patient has had urinary tract infections, thrush, diarrhea, sickness, abdominal pain, vaginal bleeding, constipation, vaginal discharge, rectal bleeding, dyspareunia, and anal blood blisters. Additionally, the patient has also experienced low back pain, urgency, pelvic pain, hip pain, thigh pain, groin pain, and has been affected psychologically. Additional information received on may 1, 2025, stating: the patient is currently unemployed due to a disability resulting from mesh implantation. She has a history of stress urinary incontinence and pelvic organ prolapse, which persisted following the procedure. Subsequent to implantation, the patient developed constant bleeding, chronic pain, infections, blood clots, worsened incontinence, internal bleeding, and mobility limitations. She has required morphine since the surgery to manage her pain. The patient suffers from emotional distress, dyspareunia, and persistent urinary urgency. Her condition significantly impairs her quality of life and prevents her from engaging in regular activities, including employment. She has limited mobility, is unable to lift objects, and often struggles to leave the house. She relies on family members for assistance with daily domestic tasks.